Event description:
It was reported that the lead helix coil was not as tight after it was unscrewed and repositioned several times. The physician opted to implant an alternate lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was received stretched at time of analysis. If information is provided in the future, a supplemental report will be issued.